Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/21/2024, it was reported by a sales representative via email that an ar-8925t syndesmosis tightrope xp button had slightly loosened after implantation. The surgeon completely removed the implant, both the button and the suture, and used a new ar-8925t syndesmosis tightrope xp to complete the case. This was discovered during an ankle orif and syndesmosis repair procedure on (B)(6) 2024. Additional information received on 3/29/2024: the case was delayed for about five minutes. The sales representative does not know if the patient received additional anesthesia. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.